Manufacturer narrative:
The customer did not report any impact to the patient. Engineering investigated the software code, the transmission records and patient data remotely. It was identified that in the patient tasks for this patient, there is section of 3 days ((B)(6)) where they only have weight tasks created and a section of 2 days ((B)(6)) where they don't have any tasks created. After that section they go back to having the correct set of patient tasks until march and looking to early november when they were on boarded the bp, spo2, weight tasks were scheduled successfully everyday up to that point. When looking back down the list of patient tasks to the task that should have generated the bp and spo2 patient tasks, the patient tasks on (B)(6) 2016, for the days that are blank in that set appeared to have some sort of processing error. Engineering determined that this issue was associated with a software defect. This issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. Because there was no task, the patient triage screen did not update appropriately. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that the patient had been assigned "measurement only protocol v1" but only weight task is showing up as a task on (B)(6) 2016. The measurement only protocol v1 includes daily tasks of blood pressure, spo2, and weight. Customer was questioning why that occurred or were the other tasks deleted. There was no reported impact to the patient due to this issue.